Event description:
The connection screw of the implant holder broke off intraoperatively.

Manufacturer narrative:
Information not provided on initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Device returned to and evaluation completed by synthes EU. The thread of the implant holder is broke off due to a mechanical overloading. The broken surface is homogenous which indicates material conformity to the specification